Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
During a phone call with the sales dept, the customer began to show signs of high blood glucose levels. The customer's blood glucose was 260 mg/dl, which she treated with 2.0 units of insulin. The customer was also vomiting, nauseous and weak. The paramedics were called to the customer's home for assistance. Nothing further was reported.